Event description:
User failed primidone proficiency testing for five samples. The user performed a sample flow check which was below acceptable limits. He then replaced the probe and repeated the sample flow check which was then acceptable. Samples were then repeated in 2009. Four samples were considered discrepant. Sample 1 initial result was 10.4, repeat was 6.1, acceptable range was 5.0-6.9 ug per ml. Sample 2 initial result was 27.8, repeat results were 16.2, 16.3, acceptable range was 13.7-18.6 ug per ml. Sample 3 initial result was 20.7, repeat result was 11.7, acceptable range was 9.9-13.5 ug per ml. Sample 4 initial result was 18.2, repeat result was 11.4, acceptable range was 9.3-12.7 ug per ml. No patient samples were noted to be involved in this event.